Event description:
On (B)(6) 2012 the patient contacted animas alleging that he can't get the pump to work. The patient noted that the pump was alarming but he could not specify the alarm. The patient stated "he can't get his insulin flow." The patient noted that he was currently in the hospital for acute myocardial leukemia and stated that he has congestive heart failure and "other cardiac issues." The patient reported that his blood glucose (bg) was a little high, at 245 mg/dl. The patient stated he had shortness of breath, but attributed that to the cardiac issues, and also noted that he has nausea and vomiting but attributed that to chemotherapy. The patient did not wish to troubleshoot the alleged pump issue at the time of the initial contact. The patient was to remove the pump and start on a back-up plan until troubleshooting could be completed. Customer support has attempted follow up without success. The reported bg excursion does not meet the definition of a serious injury; the patient's reported symptoms were attributed to health issues unrelated to diabetes. The unspecified alarm is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported due to the allegation of a non-specific insulin delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.